Event description:
It was reported that the stent was calcified. The doctor performed open surgery in order to extract the stent. The stent broke upon removal.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.